Manufacturer narrative:
Contrary to the reported event, no smoke was emitted from the light. The surgical light is approximately 16 years old and is not under steris service agreement; all preventive maintenance is performed by the user facility. A letter of obsolescence was issued in 2010 for the sq140 lighting system. Replacement components are no longer manufactured due to the obsolescence. A steris service technician was dispatched to the user facility following the reported event. The technician inspected the surgical light and wall controller and found that the user facility was utilizing two different bulbs within the surgical light's lamp housing assembly. One was a steris bulb and the other was a non-steris bulb. The sq140 surgical lighting system operator manual states (pg.3-3), "use only amsco replacement lamps." Additionally, the reported smoke observed by user facility personnel from the wall controller is actually vaporized contents of the electrolyte used in the capacitors located on the power control board in the wall control. As designed, when a capacitor fails due to overheating caused by excess current, the pressure relief vent at the top of the capacitor opens to allow the capacitor to exhaust, emitting a plume of vapor which lasts a short time and stops. The vapor is not harmful. Additionally, the outer cover of the control box is made of a 94-v0 polymer material which does not support combustion and is a standard polymer material commonly used for medically-rated equipment. The user facility has removed the sq140 surgical light from service and has ordered a new surgical lighting system. No additional issues have been reported.

Event description:
The user facility reported the wall controller to their sq140 surgical light was emitting smoke and a burning odor. No report of injury.